Manufacturer narrative:
(B)(4). It was received for analysis an empty winding former, a paper lid, a needle/suture piece and a suture piece of product code w9932, lot al6745. During the visual inspection of sample, the swage and attachment area were noted to be as expected, the suture was received dispensed, used and broken in two sections. The ends of the suture present body fluids and damaged (cut) appears to be by use of a surgical instrument. The product code w9932 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture suggest an improper handling. It was received for analysis an unopened sample of product code w9932, lot al6745. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a surgical repair of lateral perineal on (B)(6) 2019 and suture was used. The suture broke when sewing for the second stitch. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.